Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and the DHR for verification of correct cable and adapter were reviewed and the dhrs showed the libre reader and correct cable and adapter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery while using the adc freestyle libre 2 reader. On (B)(6) 2022, the customer stated they were depressed and made hcp contact who checked their blood glucose levels " 2 to 3 times a day" and provided unspecified treatment for hyperglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a fast-draining battery while using the adc freestyle libre 2 reader. On (B)(6) 2022, the customer stated they were depressed and made hcp contact who checked their blood glucose levels " 2 to 3 times a day" and provided unspecified treatment for hyperglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and the DHR for verification of correct cable and adapter were reviewed and the dhrs showed the libre reader and correct cable and adapter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.